Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/ investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent an unknown procedure. During the procedure, while the surgeon was inserting the proximal femoral nailing system (tfna), the driving cap threaded broke at the threads. This caused the threaded hammer guide connector to become stuck on the complete radiolucent insertion handle. The surgeon then used the nail extractor as a tamp to finish off inserting the nail. There were no fragments generated from the broken device. The surgery was completed successfully with no surgical delay. There was no patient consequence. Concomitant devices reported: threaded hammer guide connector (part number 03.037.120, lot 9235471, quantity 1), complete radiolucent insertion handle (part number 03.037.012, lot 9519828, quantity 1), nails: tfna (part number unknown, lot unknown, quantity unknown), driving cap/ threaded (part 03.010.523, lot 9519944, quantity 1). This report involves one (1) nail extractor. This is report 4 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary investigation flow: damage visual inspection: the nail extractor (part # 03.037.032/ lot #9330908) was received at us cq. The threads on its distal tip were stripped. Based on the event description, the nail extractor was used as a tamp which likely contributed to the damaged condition. The received condition was consistent with the complaint condition thus the complaint was confirmed. Device failure/defect identified? Yes; threads are stripped document/specification review: drawing(s) reviewed: (current & manufactured revisions) conclusion: the overall complaint was confirmed for the received nail extractor as the distal tips were stripped. Although no definitive root-cause can be determined the use of the extractor as a tamp likely contributed to the damage to the threads. Due to the device being impacted on, the threads may have experienced unintended forces which lead to the damage. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part: 03.037.032 lot: 9330908 manufacturing site: häfendorf release to warehouse date: jan. 16, 2015 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device history review review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Correction: g3: report source health professional device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.